Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: there is an oily substance on the housing of the battery compartment. The probable root cause could be too much cyclohexanone during manufacturing. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.